Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified subclavian vein. A 7.0mm x 40mm x 75cm and an 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheters were each advanced and inflated to 30 atmospheres for 30 seconds. However, the 7.0mm x 40mm x 75cm balloon ruptured on the fifth inflation and the 8.0mm x 40mm x 75cm balloon ruptured on the initial inflation. The balloons were removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - additional pro code (product code): dqy. E1 - initial reporter address 1:(B)(6). Device eval by MFR: the device was returned and analysis completed. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 10mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.